Event description:
The facility reported to baxter (B) (4) that a basal/bolus infusor reservoir ruptured during patient use at the patients home 3 hours after the infusion had started. The infusor was filled with 2 ml of fentanyl citrate and 98 ml of ropivacaine hydrochloride hydrate. The patient felt pain because of the infusion was not working. A sedative was given to the patient intravenously and the patient recovered the same day. No additional information is available at this time.

Manufacturer narrative:
(B) (4). The device has been received for evaluation; however, the evaluation is still in process. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.